Manufacturer narrative:
The customer decided to replace the module. Based on the information provided, the cause of the event could not be determined.

Event description:
The initial reporter received questionable ise indirect na and k for gen.2 results from an unspecified number of patient samples tested on the cobas 8000 cobas ise module. The reporter stated they had discordant ion-selective electrode (ise) results on the weekend prior to the date of the event. During this time, they had two incidents of bubbles in the syringes of both of their ise lines which were initially resolved by flow path cleaning and priming. The calibration failed after the last incident. The reporter was able to provide the following examples of patient samples with discrepant results: sample (B)(6). The initial na result was 128 mmol/l. The first repeat result was 133 mmol/l. The second repeat result was 135 mmol/l. The initial cl result was 87 mmol/l. The first repeat result was 100 mmol/l. The second repeat result was 100 mmol/l. Sample (B)(6). The initial na result was 133 mmol/l. The first repeat result was 141 mmol/l. The second repeat result was 148 mmol/l. The initial cl result was 89 mmol/l. The first repeat result was 96 mmol/l. The second repeat result was 101 mmol/l. Sample (B)(6). The initial na result was 145 mmol/l. The first repeat result was 132 mmol/l.

Manufacturer narrative:
The electrode lot numbers and their expiration dates were requested but not provided. The field service engineer inspected the module and he noticed bubbles in the diluent and sipper syringes. He then cleaned the filters to clear the syringes. Qc was performed and was not acceptable. The fse then cleaned the dilution bath. The qc was still not acceptable. The fse replaced the tubes and the qc passed. The customer is still having issues with ion-selective electrode (ise) results; automatic reruns are performed for all ise assays. The investigation is ongoing.